Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a non-original equipment manufacturer (OEM) top case was present. A review of the event history log (ehl) identified motor not running. During the functional testing the reported issue was able to be duplicated. The lead screw was getting jammed during the infusion. The root cause of the issue was related to normal wear as the pump was over 5 years old. Replaced lead screw and associated parts (left and right clutch). Power up and occlusion test.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a non-original equipment manufacturer (OEM) top case was present. A review of the event history log (ehl) identified motor not running. During the functional testing the reported issue was able to be duplicated. The lead screw was getting jammed during the infusion. The root cause of the issue was related to normal wear as the pump was over 5 years old. Replaced lead screw and associated parts (left and right clutch). Power up and occlusion test.

Event description:
Information was received indicating that a smiths medical medfusion 4000 pump exhibited motor issue. No adverse effects were reported.